Event description:
It was reported that the patient was experiencing pain with stimulation on. It was also stated that the ipg site was tender to touch. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.